Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented visible air bubbles. After transseptal puncture and removal of the faradrive's dilator, the physician noticed a significant air bubble slowly making its way up the sheath, towards the patient. This occurred while preparation of the farawave catheter, but before its insertion. The physician's opinion was that air made its way into the sheath through the valve. Proper aspiration and flush were performed, and this physician puts his thumb to cover the valve while doing so. Physician was able to aspirate the bubble out of the sheath and complete the case with the original faradrive sheath without issues or patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no abnormalities or defects were found on the exterior of the sheath. To replicate the failure, the device underwent leak and aspiration testing. The device was able to maintain pressure within the sheath and observed no leakage through the sheath. There was no deformation on the valves and no abnormalities or defects to support the allegation.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented visible air bubbles. After transseptal puncture and removal of the faradrive's dilator, the physician noticed a significant air bubble slowly making its way up the sheath, towards the patient. This occurred while preparation of the farawave catheter, but before its insertion. The physician's opinion was that air made its way into the sheath through the valve. Proper aspiration and flush were performed, and this physician puts his thumb to cover the valve while doing so. Physician was able to aspirate the bubble out of the sheath and complete the case with the original faradrive sheath without issues or patient complications. The device is expected to be returned.